Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that during device check and threshold test was performed the battery showed one year remaining, however, when uploaded into paceart via universal serial bus (usb) the devcie data stated elective replacement indicator (eri). Patient was brought back in the clinic and it showed less than half a year but then when loaded again in paceart it showed eri. Boston scientific technical services (ts) discussed that the gas gauge is very close to eri, but not in the yellow yet and there is no eri date stamp available. The device battery was okay with magnet rate at ninety indicating elective replacement near. Ts advised continue monitoring magnet rate for eri as it is a better indicator of eri. To date, the device remains in service. No adverse patient effects reported.